Event description:
A zoll distributor returned electrode belt sn (B)(4) and reported that the ECG electrodes were non functional.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non functional) has been confirmed. Upon investigation the electrode belt failed an ECG fall off test. The cause for the failure was isolated to ECG "c & d" cable. The blue (+5 v) and red (-5 v) wires were shorted in the cable. The root cause for the short could not be positively identified. No adverse event resulted from the defective electrode belt.